Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Lot/serial unknown. The manufacturing location was unknown. Device manufacture date: the device manufacture date was unavailable. Concomitant med products and therapy dates: drill bit device, nail device, drill device, lock device, depth gauge device ((B)(6) 2020). Other concomitant devices reported under: MFR 8030965-2020-03665 - drill bit device. MFR 8030965-2020-03668 - lock device. MFR 8030965-2020-03678 - nail device. MFR 8030965-2020-03674 - depth gauge device. UDI: lot/serial unknown. (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure using the radiolucent drive device together with a nail device, drill bit device, and drill device, it was observed that during fixation of the farthest distal end, the radiolucent drive device did not open. It was reported that the user could not drill at all. It was further reported that the user hit the radiolucent drill to make a slap in the bone on the front skin. According to the reporter, the user hammered the drill bit to make a pilot hole and attempted to drill to the opposite cortex. It was reported that the user could not remove the drill normally, therefore it was removed with pliers. It was reported that the user attempted to insert a depth gauge a few times but was unsuccessful. It was reported that the user confirmed by image intensifier that a fracture occurred at the distal end of the nail. It was reported that the user made an incision and used three wires and soft springs to fix the fracture. The surgery was completed successfully with a sixty minute delay. It was reported that scheduled surgery time was one hundred and fifty minutes. There were no reports of prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional information: d4, g2, h4 : the device lot number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The lot number, date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all all diagnostic assessments and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI: (B)(4).